Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) seeing an informational power on re set (por) message. The rep. Was able to walk the consumer through clearing the por using the patient programmer (pp). No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.